Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A precaution in the instructions for use states: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." System preparation in the instructions for use states: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope." A possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. The instructions for use directs the user to "maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment." Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user that the "knot must be seated into hole or handle will not function properly." The instructions for use direct the user to "place handle in two-way position and loosen trigger cord slightly." If the band will not deploy. The user is then instructed to return the handle to the firing position and continue with deployment of the band(s). Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to distribution. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the technician believed the physician did not fully engage the handle to deploy the first band, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic procedure, the physician used two (2) cook 6 shooter saeed multi band ligators. As reported to customer relations: "the two (2) banders would not fire the first time. They did fire two bands the next time." Additional information was received 09/15/2016 from the cook sales representative: "it was also noted by one of the technicians that they believed the physician did not fully engage the handle to deploy the first band, but the band just moved to the end of the barrel. The technician said he saw the band at the very end of the barrel. When the physician engaged the handle for the second band, both bands deployed when the second band met up with the first band. I have a fellows in-service scheduled later this month and with the fellow that was on this case. I have not spoken with that fellow."